Event description:
It was reported to philips that a cover of the ceiling mounted lead screen fell off. The device was in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 7 m20 (722282) is not sold in the us. However, its similar device 722224 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. There is no information regarding the completion of the procedure. A philips field service engineer (fse) confirmed that the cover which fell off from the ceiling mounted lead protection shield was from a 3rd party company. No onsite work was performed by philips, and the customers have resolved the issue themselves. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.